Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 7.5 mmol/l. Customer also reported having prime fill problems. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to missing drive support disk. The insulin pump was received missing end cap sticker, minor scratches on lcd window and cracked battery tube threads.